Event description:
An advia centaur xp sample barcode reader incorrectly read a sample barcode. The correct number was ks568038co3 - tsh. The label was read as ks568018co3 - rpr and rubella. The customer found the issue before any testing was performed. No incorrect test was performed. No incorrect result was reported.

Manufacturer narrative:
Siemens filed the initial MDR on april 11, 2012. Update: 8/24/2012: siemens has investigated this issue and found that the misreads were due to customer-produced labels that were poorly printed or applied. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens is currently investigating this issue.